Event description:
It was reported that shaft break occurred. The target lesion was located in the left main artery. A 2.50mm x 12mm apex balloon catheter was selected for use. However, it was noted that the shaft broke off right at the side of the guide during removal. The physician pulled what was left of the balloon out and used another balloon to retrieve the part that was still stuck in the guide. There were no parts of the device left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.